Manufacturer narrative:
Device evaluated by MFR: returned product consisted of 121cm of the liberte sds with the balloon and stent. The hub and approximately 19cm of the hypotube were not received for analysis. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination presented no damage or irregularities in the balloon material. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination revealed numerous hypotube kinks and a complete hypotube separation 87cm from the distal end of the hypotube. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified proximal left anterior descending artery. A 2.75mmx24mm liberté¿ stent was advanced to the lesion. However, when the physician attempted to push the device, the shaft was broken. The stent was not deployed and the entire stent delivery system was removed. No patient complications were reported and the patient's status was stable.